Event description:
During osteotomy, patient experienced pain and quickly sat straight up in the chair causing laceration to the right cheek inside patient's mouth. Doctor sutured patient and placed implants by hand. No further injury or additional medical intervention was reported as a result of this event.